Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Received user facility medwatch# (B)(4) advising that during a lap total hysterectomy procedure, the tip of the device broke off and was immediately retrieved by the assistant.